Manufacturer narrative:
Date sent: 02/26/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure that there were broken jaws, outside the pt. Another like device was used. There was no pt consequence.